Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(4) 2011. Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil was covered in body tissue/fibrotic growth. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received four to six shocks for episodes of noise artifact. It was further reported a lead integrity alert (lia) was triggered due to high superior vena cava (svc) impedance. Additionally it was reported there were high thresholds with no capture at maximum output, high right ventricular (rv) pacing impedance, insulation damage, sensing integrity counter (sic), t-wave oversensing (twos) and a fracture. The lead was initially programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 6 years. Location where event occurred: hospital. MFR name and address: medtronic, plc (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.